Manufacturer narrative:
Physio-control further reviewed the device evaluation and determined the cause of the reported issue was a loose battery pin kepnut.

Event description:
Initially physio-control received a report that the customer's device attempted to shock twice. However, the customer later clarified that their issue was that the device unexpectedly powered down there was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue of attempting to shock twice. Physio was able to verify the reported issue of unexpected device shutdown. Physio replaced the device battery pins and tightened battery kepnuts to resolve the verified reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Initially physio-control received a report that the customer's device attempted to shock twice. However, the customer later clarified that their issue was that the device unexpectedly powered down there was no patient use reported with the event.